Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh excision on 01/05/2012 due to pain, urinary problems, and bowel problems. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic relaxation. The patient underwent the concurrent procedures of a cystocele repair, insertion of mesh, perivaginal repair, colopexy, monarc sling, and cystoscopy during mesh implantation. It was reported per operative note that on (B)(6) 2008 the patient underwent vaginal vault suspension, cystocele repair with mesh instead of the planned pinnacle, monarch sling implantation and cystoscopy during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, bowel problems, organ perforation, recurrence, bleeding, dyspareunia, and vaginal scarring. No additional information was provided. (B)(4) - undefined recurrence; dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).